Manufacturer narrative:
(B)(4). Batch # l54y4e. The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge reload present. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no incomplete staple line was noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch unk.

Event description:
It was reported that during a sleeve gastrectomy procedure, the reload didn't give a complete shot. It was the last reload to be used. The first and final staples without release (approx. 2cms of tissue). The procedure was finished with manual suture. There were no adverse consequences for the patient reported.